Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 07/28/2016. The device has not been returned as it remains implants. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with the event. This event was captured in a literature article published in november 2015. Further information has been requested with one of the authors to obtain additional information such as implant date, treatment date, physician, patient information, and device information. To date, apollo has not been able to obtain further information. Related medwatches sent for this article are MDR 3006722112 2016 00203, MDR 3006722112 2016 00205, MDR 3006722112 2016 00206, MDR 3006722112 2016 00207. Device labeling addresses the event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the dietary restrictions that follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight. Insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be appropriate. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Esophageal distension or dilatation has been infrequently reported. This is most likely a consequence of incorrect band placement, over-restriction or stoma obstruction. It can also be due to excessive vomiting or patient noncompliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to reposition or remove the band if deflation does not resolve the dilatation. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Esophageal distension or dilatation has been reported to result from stoma obstruction due to over-restriction, due to excessive band inflation. Patients should not expect to lose weight as fast as gastric bypass patients, and band inflation should proceed in small increments. Deflation of the band is recommended if esophageal dilatation develops.

Event description:
Reported event from journal article titled: "can the long-term complications of adjustable gastric banding be overcome preliminary results of adding gastric plication in patients with impending gastric band failure", journal of laparoendoscopic and advanced surgical techniques, volume 25. Patient (B)(6) in the article reported was referred from another hospital for severe esophageal dilation and solid dysphagia. However, band adjustment (total unfilling and gradual refilling) with dietary education was not effective because weight loss was not possible every time we deflated the band, whereas esophageal widening and motility disturbances worsened every time we inflated the band. After bp-lgp (band preserving-laparoscopic gastric plication), additional weight loss occurred with a lesser filling volume.